Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) allowed air to be introduced from somewhere inside the handle when drawing back with the syringe. The device was pulled back and went through the venous groin site. Hemostasis was achieved with manual pressure in less than 10 minutes. There was no reported patient injury. The device was prepped appropriately by pulling negative and pushing fluid into the balloon. After removal, the device was inspected for flaws. The balloon showed no visible defect, nor the stopcock. The procedure was a diagnostic watchman procedure with intracardiac echocardiography (ice) using a retrograde approach. The deployer was trained on the mynx device. An 11fr brite tip sheath introducer was used. The vessel diameter was verified to be greater than or equal to 5 mm, and there was no presence of peripheral vascular disease or calcium at the puncture site. The mynx vascular closure device was stored and prepared according to the instructions for use. The balloon may have begun losing pressure during preparation and definitely lost pressure while inside the patient. There was no prior pta, stent, or vascular graft in the common femoral vein. It was reported that there was a leak inside the device, not at the stopcock or in the balloon itself. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) allowed air to be introduced from somewhere inside the handle when drawing back with the syringe. The device was pulled back and went through the venous groin site. Hemostasis was achieved with manual pressure in less than 10 minutes. There was no reported patient injury. The device was prepped appropriately by pulling negative and pushing fluid into the balloon. After removal, the device was inspected for flaws. The balloon showed no visible defect, nor the stopcock. The procedure was a diagnostic watchman procedure with intracardiac echocardiography (ice) using a retrograde approach. The deployer was trained on the mynx device. An 11fr brite tip sheath introducer was used. The vessel diameter was verified to be greater than or equal to 5 mm, and there was no presence of peripheral vascular disease (pvd) or calcium at the puncture site. The mynx vascular closure device was stored and prepared according to the instructions for use (IFU). The balloon may have begun losing pressure during preparation and definitely lost pressure while inside the patient. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral vein. It was reported that there was a leak inside the device, not at the stopcock or in the balloon itself. The device was not returned for analysis. The product history record (phr) review of lot: f2534402 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the balloon loss of pressure reported while in the patient. However, as the device was prepped per the IFU with no anomalies noted, access site vessel (although it was reported that there was no pvd or calcium within the vicinity) and/or concomitant device factors are likely since calcification/pvd at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control venous IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control venous vcd 6f-12f have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control venous vcd 6f-12f: common femoral vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the available information suggests that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.